Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm noted during rewind due to motor encoder signal out of phase. Displacement test, basic occlusion, occlusion and no delivery tests weren't performed due to motor error alarm. Motor position encoder error alarm was not verified due to history file was overwritten. The device had cracked case at display window corner, battery tube threads, belt clip slot at battery tube threads area, and reservoir tube lip.

Event description:
Customer reported she had an MRI done and left the insulin pump on. Customer stated the device alarmed motor error during basal delivery. Customer's blood glucose was 409 mg/dl, treated with manual injection. Customer does not recall any previous significant event that may have caused the device to alarm. The device was exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. The device also alarmed motor position encoder error. Customer also reported in year 2014 she was hospitalized eight times. Customer did not recall all the details for the hospitalization and stated she would call back. No further information reported.